Event description:
The customer reported 1 false positive rsv results on the alinity m resp-4-plex assay. The sample was retested and was negative. There has been no report of impact to patient management. A similar ticket was registered at the same site for another serial number and will be addressed in MDR 3005248192-2022-00582. This incident is being reported to FDA because the incident occurred in norway using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit ((B)(4)) lot 526393 is performing outside of established design performance specifications based on the elements reviewed in this section. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Amplification curves look normal and showed normal amplification. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit ((B)(4)) lot 526393 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit ((B)(4) lot 526393 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit ((B)(4)) lot 526393. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit ((B)(4)) lot 526393 was not identified.